Event description:
It was reported that the pulse generator exhibited loss of ventricular capture and the patient was symptomatic. The autocapture was turned off and the output was fixed to 2v to obtain the safety margin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.